Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type ii. The rep reported that the patient was recharging more and wanted a recharge interval calculation done. It appeared the recharging more was associated with patient using more stimulation, that he increased stimulation level. The rep reported that the patient had stimulation in the same areas as before but since a month ago, stimulation sensation felt less. The recharge interval calculation showed as follows: 6.7 volts, 450 usec, 438 ohms, 4 anodes and 2 cathodes on prog#1 6.4 volts, 450 usec, 434 ohms, 4 anodes and 2 cathodes on prog#2 bol 4.88 days, eol 4.04 days. The rep reported that impedances were 812-1090 ohms tested at 0.7v. The rep was to check various electrode reference to confirm that there was no stimulation issue. The rep reported that they were going to reprogram the patient on the day of the report to hopefully allow therapeutic benefit for the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the patient charging more was that patient usage had increased. The rep reported that a longevity report was received and it was resolved. The rep reported that the issue was resolved. No further complications were reported.